Manufacturer narrative:
(B)(4). Pump received no motor movement or negligible movement alarm during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Unit tested outside the pump and received no motor movement or negligible movement alarm at rewind.

Event description:
Customer reported via phone call that insulin pump had no motor movement alarm. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. The customer reported that they were able to clear the alarm and able to complete the pump rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.